Event description:
It was reported that non sustained lead noise was observed due to sensing latency between near field and far field egms. Patient was asymptomatic. Since the event occurred only one time, no changes were made and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.